Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was confirmed and reproduced during evaluation. The device failed to detect a downstream occlusion. The device also had high current readings. Evaluation determined the cause was fluid on the downstream sensor ball. The downstream force sensor was replaced.

Event description:
It was reported that a spectrum pump failed preventive maintenance testing on medium with pressure being too high. There was no patient involvement.